Manufacturer narrative:
A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. Results: sample has not yet been received, but was reported to be available. Conclusions: the sample will be evaluated when received and a follow-up report will be filed.

Event description:
(Drug/diluent: ropivacaine 0.2%). (Fill volume: 400ml & flow rate: 5ml/hr). (Procedure: acl & cathplace: femoral block). Fast flow. Patient went home with the pump on (B)(6). When the nurse followed up with the patient on the morning of (B)(6), the patient told the nurse that the pump was empty. The pump should have lasted until (B)(6). No adverse event reported, per nurse. Date of event: (B)(6) 2011. Per dfu: labeled flow rate: 5ml/hr. Labeled fill volume: 400ml. Maximum fill volume: 550ml. The infusion delivery time is 80 hours when filled to the labeled volume and flow rate.